Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The device was initially reported as returning for analysis, but was not returned.

Manufacturer narrative:
Date of event: estimated date. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
User facility medwatch report received that states: surgery-cardiac physician deployed arterial closure device into groin and the suture knot, which is supposed to go inside of the body/vessel, popped back and deployed outside of the body. Device was able to be safely removed from body over a wire and a new device was deployed. Perclose proglide 6f suture-mediated closure device defect/failure created an unsafe condition. Tavr, groin closure device malfunction : that is, the device did not do what it was supposed to do.